Event description:
The account tested hba1c on the tosoh g8 hplc analyzer. A physician questioned a reported result and the chromatography was reviewed. It was noted that the chromatograms before the column change had missing peaks and poorly separated peaks. The column was changed and specimen repeated. It was determined that the initial result was incorrect. Other pt specimens that had been tested before the column change were repeated and five corrected reports were issued.

Event description:
The account tested hba1c on the tosoh g8 hplc analyzer. A physician questioned a reported result and the chromatography was reviewed. It was noted that the chromatograms before the column change had missing peaks and poorly separated peaks. The column was changed and specimen repeated. It was determined that the initial result was incorrect. Other pt specimens that had been tested before the column change were repeated and five corrected reports were issued.

Event description:
The account tested hba1c on the tosoh g8 hplc analyzer. A physician questioned a reported result and the chromatography was reviewed. It was noted that the chromatograms before the column change had missing peaks and poorly separated peaks. The column was changed and specimen repeated. It was determined that the initial result was incorrect. Other pt specimens that had been tested before the column change were repeated and five corrected reports were issued.

Event description:
The account tested hba1c on the tosoh g8 hplc analyzer. A physician questioned a reported result and the chromatography was reviewed. It was noted that the chromatograms before the column change had missing peaks and poorly separated peaks. The column was changed and specimen repeated. It was determined that the initial result was incorrect. Other pt specimens that had been tested before the column change were repeated and five corrected reports were issued.

Event description:
The account tested hba1c on the tosoh g8 hplc analyzer. A physician questioned a reported result and the chromatography was reviewed. It was noted that the chromatograms before the column change had missing peaks and poorly separated peaks. The column was changed and specimen repeated. It was determined that the initial result was incorrect. Other pt specimens that had been tested before the column change were repeated and five corrected reports were issued.

Manufacturer narrative:
Root cause: manufacturer's recommendation was not followed. Chromatograms are to be reviewed before results are released. To look for diminished peak separation, missing peaks, variant hemoglobins, or other signs of questionable results.

Manufacturer narrative:
Root cause: manufacturer's recommendation was not followed. Chromatograms are to be reviewed before results are released. To look for diminished peak separation, missing peaks, variant hemoglobins, or other signs of questionable results.

Manufacturer narrative:
Root cause: manufacturer's recommendation was not followed. Chromatograms are to be reviewed before results are released. To look for diminished peak separation, missing peaks, variant hemoglobins, or other signs of questionable results.

Manufacturer narrative:
Root cause: manufacturer's recommendation was not followed. Chromatograms are to be reviewed before results are released. To look for diminished peak separation, missing peaks, variant hemoglobins, or other signs of questionable results.

Manufacturer narrative:
Root cause: manufacturer's recommendation was not followed. Chromatograms are to be reviewed before results are released. To look for diminished peak separation, missing peaks, variant hemoglobins, or other signs of questionable results.